Event description:
The customer is requesting a "blender overhaul" due to o2 hose leaks when the air is plugged. No patient involvement.

Manufacturer narrative:
Results - the device that was returned was not complete and is missing parts or components. Carefusion factory service evaluated the device and was able to duplicate the reported issue. They identified the sipap blender was missing the duct bells. Service was unable to determine the cause of the missing parts. Repaired and returned to the customer.